Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Rptr indicated that pt presented for an office visit having hoarseness and not being able to feel stimulation. Diagnostic tests were performed at this office visit that resulted in high lead impedance, indicating a possible lead malfunction. Pt's device was subsequently turned off during this same visit. Good faith attempts for further info, including plan of action for pt, are currently being made.